Event description:
It was reported that the user accidentally walked into the ilet while it was on charge in a dark environment, causing the device to fall and the touchscreen to crack, after which the user was unable to unlock the device; the device problem involved a fracture to the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with physical damage, characterized as a fracture affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user-related factors.

Manufacturer narrative:
Initial.